Event description:
A customer reported to beckman coulter, inc. (Bec) that ind (indeterminate) flags were generated by access 2 immunoassay system for troponin (access accutni) qc and patient samples. Bec customer technical support (cts) had the customer check for the accutni reagent pack and found it was not onboard. Using the customer supplied archive data, the cts determined 29 samples were analyzed from that accutni reagent pack and suggested the customer to repeat all samples that were analyzed with this reagent pack. The customer stated that there was one erroneous accutni result of 0.00 ng/ml reported out of the laboratory. The repeat result was 12.54 ng/ml. There was no change to patient treatment or injury to the patient associated to this event. Service was not dispatched for this event. The cause of the event was mis-loaded reagent pack.

Manufacturer narrative:
Method: customer technical support assisted the customer review the reagent inventory and identify the cause of the event.